Manufacturer narrative:
(B)(4). D10: cat# 00625006530 lot# 63296120n bone scr 6.5x30 self-tap. Cat# 00625006530 lot# 63296120n bone scr 6.5x30 self-tap. Cat# 00631005032 lot# 63209510. Unk cerclage wires. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately six weeks post-implantation following a spiral femoral fracture at the distal stem after a minor twisting injury. The patient initially underwent a right total hip arthroplasty with open reduction and internal fixation of a greater trochanter fracture. Subsequently, a minor twisting injury of unknown cause resulted in a spiral fracture at the distal portion of the femoral stem. The patient then underwent open reduction and internal fixation with revision of the femoral head and stem. Intra-operatively, metallosis fluid was irrigated from the joint, and torn abductor muscles were repaired. Attempts have been made and no further information has been provided.